Manufacturer narrative:
This supplemental report is to correct previously reported information about the cause of death.

Event description:
It was reported that at the time of death, the patient was admitted to the emergency room in a critical condition after experiencing an acute, sudden onset of heart symptoms. It was determined that the device had malfunctioned and causing the patient's death.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.